Event description:
Philips received a complaint by the customer on the v60 indicating that while performing maintenance, it was observed that the device starts up on its own. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the device starts up on its own. User interface (ui) assembly in which the user interface board is originally assembled needs to be replaced. The customer replaced ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.